Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with pacemaker was in atrial fibrillation (af) and no records were seen for right ventricular automatic threshold (rvac) and right atrial automatic threshold (raat). In addition, the battery dropped from 14 years to 10 years. Boston scientific technical services (ts) explained that this was due to af high ra sensing rates. Additional information indicates that device was not checked and the patient will be monitored and followed-up in three months to program raat off. The pacemaker remains in service. No adverse patient effects were reported.